Event description:
It was reported that the elite iq was firing intermittently on its own. Cynosure clinical confirmed there were no injuries. Cynosure field service engineer (fse) arrived on site and evaluated the device. Fse found cables have gone bad on the handpieces. Fse had a spare cable and used it to correct the issue. Due to the site reporting that the device was firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.